Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a combination of cataract and vitrectomy surgery a patient developed toxic anterior segment syndrome (tass), signs of inflammation in the early postoperative period - fibrin in the anterior chamber and in the vitreous body with extremely low visual acuity. It was informed that the patient was injected with viscoelastic medicines ¿viscoat, provisc, discovisc¿ and possibly another group of ¿viscoelastic from another manufacturer¿ at different stages during formation of capsulorexis, during phacoemulsification and implantation of intraocular lens in different ratios, according to the technology. It is unclear if the patient associated with this event received viscoelastic from another manufacturer. Additional information has been received indicating that active therapy was administered, including intravitreal injections, conservative therapy were carried out as an intervention inclusive of fourth generation fluoroquinolone, glucocorticosteroid, non-steroidal anti-inflammatory drug and antiseptic medicines were used in drops. Muscarinic cholinergic receptor blocker, glucocorticosteroid, fibrinolytic agent, aminoglycoside were used in sub-conjunctival injection. Glycopeptide antibiotic and fibrinolytic agent were intravitreally administered in dilution. Glycopeptide antibiotic and glucocorticosteroid were administered intravenously. No further additional information is expected. This is the third product report associated with this event.

Manufacturer narrative:
No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a cataract surgery a patient developed toxic anterior segment syndrome (tass), signs of inflammation in the early postoperative period - fibrin in the anterior chamber and in the vitreous body with extremely low visual acuity. It was informed that the patient was injected with viscoelastic medicines ¿viscoat, duovisc, discovisc¿ at different stages during formation of capsulorexis, during phacoemulsification and implantation of intraocular lens in different ratios, according to the technology. Additional information has been received indicating that active therapy was administered, including intravitreal injections, conservative therapy were carried out as an intervention inclusive of fourth generation fluoroquinolone, glucocorticosteroid, non-steroidal anti-inflammatory drug and antiseptic medicines were used in drops. Muscarinic cholinergic receptor blocker, glucocorticosteroid, fibrinolytic agent, aminoglycoside were used in sub-conjunctival injection. Glycopeptide antibiotic and fibrinolytic agent were intravitreally administered in dilution. Glycopeptide antibiotic and glucocorticosteroid were administered intravenously. No further additional information is expected. This is the third product report associated with this event.